Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had watchdog timeout. The customer blood glucose level was 6 mmol/l at the time of incident. The customer insert a fresh battery and insulin pump returned to normal function. Customer was able to successfully clear the battery out limit alarm due to pump rest. Customer received request to rewind insulin pump. Customer was unable to complete insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test and passed rewind test. No unexpected watchdog timeout alarm anomalies noted. No unexpected rewind anomalies noted.